Event description:
It is reported that the initial device was placed on (B)(6) 2014 and was changed to a new device on (B)(6) 2014. No adverse events were noted on this date. The patient was on speciality bed but due to his neurological condition "turning was not an option." On (B)(6) 2014, the development of a stage 2 pressure ulcer was noted on the anterior anal area between the scrotum and the anus. No wound measurements were provided. On (B)(6) 2014, nine days after initial placement, the device was removed. On (B)(6) 2014, the "ulcerated area became un-stageable" and the event remains ongoing. As treatment, the device was removed, however, no further care of the wound was reported. Placement of the device was reviewed and use of barrier ointment on the ulcer was suggested. Additional information was received on (B)(6) 2014. The wound measurements were reported as 1cm by 2cm and unchanged. The treatment is vigilon dressings, changed daily and as needed.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. Reported to the FDA on: 10/31/2014. (B)(4).